Event description:
It was reported that when using the pyxis es refrigerator, it had a fridge issue in which device not detected on bus. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the fridge was unrecoverable, appears connected but is not recognized by pyxis. The field service engineer assisted with reset both the summer refrigerator and the main it was attached to correct the of the bus issue. The system functioned as intended after the field service engineer troubleshot the device.